Event description:
A report was received that the patient underwent a revision procedure for unknown reason.

Event description:
A report was received that the patient underwent a revision procedure for unknown reason.

Manufacturer narrative:
Additional information was received that no further information can be obtained with regard to the issue why the leads needed to be placed in a different location.

Event description:
A report was received that the patient underwent a revision procedure for unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). Model#: sc-2208-70, serial #: (B)(4), description: st linear lead 70cm.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure as the leads were needed to be placed in a different location. During the procedure, the leads and two ipg¿s were explanted and a new lead and ipg were implanted. No device malfunction was suspected. The patient was reportedly doing well. The explanted devices were not returned to bsn as they were discarded by the medical facility.